Event description:
It was reported that the patient presented to the clinic for a lead revision procedure on (B)(6) 2022. During examination of lead, it was noted that there was an increase in capture threshold on right ventricular (rv) lead. Physician explanted and replaced the rv on (B)(6) 2022. The patient was in stable condition throughout.

Event description:
It was reported that the patient presented to the clinic for a lead revision procedure on (B)(6) 2022. During examination of lead, it was noted that there was an increase in capture threshold on right ventricular (rv) lead. Physician explanted and replaced the rv on (B)(6) 2022. The patient was in stable condition throughout.